Manufacturer narrative:
Additional information: h3- device evaluation: lens returned in a microcentrifuge vial with moisture and residue on product. Visual inspection found haptic torn and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.50/1.5/081 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to elevated iop (40mmhg) withour pupil block and angle closure observed on (B)(6) 2020, as well as excessive vault. This resolved the problem. Cause of the event is reported as unknown.